Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The device records manual power ups on the (B)(6) 2010 and performed to specification, up to the (B)(6) 2015. The device failed self-tests due to low battery between the (B)(6) 2015. The device records manual power ups of 10 minutes duration were recorded between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.